Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. A review of the system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the wrist joint of the force bipolar instrument got caught on tissue. There was minimal bleeding that was resolved by cauterizing the tissue. The procedure was completed robotically.